Event description:
Caller states the patient tested 4.3 inr and 5.8 inr during duplicate testing. Caller states that likely the patient's coumadin was held for 1-2 days. No adverse event reported. Requested return of suspect device and replacement was sent.